Event description:
Patient reported, right side rupture. Patient later reported, seroma and old capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported right side rupture. Device remains implanted. Patient later reported seroma and 'old capsular contracture'.

Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture.

Event description:
Patient reported right side rupture. Patient later reported seroma and old capsular contracture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as fold flaw opening. ¿ seroma : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.